Event description:
A (B)(6) male pt contacted zoll customer support to report asystole alarms. When customer support prompted the pt to download, the download was interrupted by a 'check belt' message. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (asystole alarms/check belt messages) has been confirmed. As received, the trunk cable connector was cracked and the brown -5v power supply was cut. The cause of the asystole alarms and check belt messages is the damaged -5v power supply. The cause of the damaged power supply is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.